Manufacturer narrative:
The reported events of loss of capture, no sensing and increased pacing impedance were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with dried blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During initial implant procedure, loss of capture, no sensing and increased pacing impedance were observed on the right atrial (ra) lead. The lead was explanted and replaced to resolve the event. The patient was stable.